Manufacturer narrative:
The customer¿s report that the maxzero leaked was confirmed. Visaul inspection showed no anomalies. Functional testing found no anomalies. During pressure testing a leak was observed from one of the maxzero ports on the quadfuse set model mz9283. Closer inspection of the maxzero under a microscope observed a microchannel that was allowing fluid to leak out. The root cause of the microchannel which created a fluid path is due to an equipment error during the inspection and testing process during final assembly of the maxzero component.

Event description:
The customer has reported the maxzero leaked, during use on an infant patient. Although requested there has been no further information received.

Manufacturer narrative:
Concomitant medical products: 1 unknown female luer cap and one swab cap. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer has reported the maxzero leaked, during use on an infant patient. Although requested there has been no further information received.